Event description:
It was reported that a user with a dexcom g7 continuous glucose monitor (cgm) experienced a pairing failure between the sensor and the ilet, with an initial wait of approximately thirty minutes and a failed pairing alarm, after which re-pairing was attempted and glucose readings began without impact to blood glucose. No adverse clinical symptoms were reported. Outcomes included no change to clinical status and no care escalation. User support included guided troubleshooting and education to re-attempt pairing and confirm alarm status. Investigation of this case revealed a transient communication/pairing issue between the cgm and the ilet that resolved with re-pairing, with no device damage or persistent malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user/system interaction and transient communication interruption.